Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 3/31/2022 h6 component code: g07002: device not returned additional information: h3, h6 h3 investigation summary: complaint sample not received for investigation retain sample analysis: five retain samples of each needle mrn 0001493642/0001493643/0001493644/0001493645 for needle code 495037 were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins, pits, burr were found satisfactory, and results were found to be meeting specification requirement. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. Based on the above investigation this is not a confirmed complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hemiarthroplasty surgery on (B)(6) 2022 and suture was used. During the procedure, the foil broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? How it is a potential adverse event? Please provide more details answer there was no consequences happened to the patient. The suture was broken in between the surgery , but they used another same suture from the same batch. They discarded the broken suture on the same time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.